Event description:
It was reported that this pacemaker was part of a system revision rash at the pocket site and an infection was suspected. There were no additional adverse patient effects reported. This pacemaker was explanted prophylactically.